Manufacturer narrative:
Corrected section as of 22-sep-2020: h10: most likely underlying root cause corrected from "mlc-41: dead battery" to "mlc-073: user not familiar with system IFU".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-41: dead battery. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report not feeling well. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of 121mg/dl non-fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 07/14/2021 and open vial date is undisclosed.